Manufacturer narrative:
Complaint conclusion: an incraft iliac limb 10mm x 14cm aaa stent graft system was used for a procedure, but was stopped because they found difficulty navigating the device due to the anatomy of the patient and later found that a piece of the tip of the product was left in the patient. The target lesion was in the right iliac common. There was severe calcification. There was severe vessel tortuosity. There was severe vessel angulation. The device was not being used to treat chronic total occlusion (cto). The physician has used the device in 5 cases. The temperature exposure indicator on the pouch was not checked to confirm if the black dotted pattern with a grey background was clearly visible. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was not anything unusual noted about the device prior to use. There was not any damage noted to the device after opening the package. There was not any difficulty encountered flushing the guidewire lumen. The device did pass through acute bends. There was difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. Unusual force was used to advance the device during the procedure. The device kinked or bent in the iliac bend before the aneurysm. The device did not pass through a previously placed stent. For the separated/dislodged component, they attempted to snare it the first time and the second time they did a conversion. The component was not successfully removed. The product was not returned for analysis. A product history record (phr) review of lot 17716923 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿leg prosthesis delivery system tracking difficulty¿ and ¿leg prosthesis delivery system separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification, tortuosity and angulation may have contributed to the reported event. The use of unusual force during the procedure may also have contributed to the reported events. According to the safety information in the instructions for use ¿irregular calcification and/or plaque may compromise the fixation and sealing of the implant, especially at the cranial and caudal sealing zones. Expected clinical adverse events: surgical conversion to open surgery. Expected potential risks associated with the stent graft system: insertion and removal difficulties. Caution: the black dotted pattern on the grey temperature exposure indicator, located on the pouch label, must be clearly visible as shown below. Do not use if the temperature exposure indicator is completely black because the unconstrained prosthesis diameter may have been compromised, as illustrated below. A completely black indicator signifies that the product has been exposed to temperatures out of an acceptable temperature range. This indicates that the product should not be used. The following warnings and precautions apply throughout the implant procedure: prosthesis migration or incorrect prosthesis deployment may require surgical intervention. Exercise particular care in areas that are difficult to navigate, such as areas of stenosis, intravascular thrombus, calcification or tortuosity, or where excessive resistance is experienced, as vessel or catheter damage could occur. Consider performing balloon angioplasty at the site of a narrowed or stenotic vessel, and then attempt to gently reintroduce the catheter delivery system. Also exercise care with device selection and correct placement/positioning of the device in the presence of anatomically challenging situations such as areas of significant stenosis, intravascular thrombus, calcification, tortuosity and/or angulation which can affect successful initial treatment of the aneurysm.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review of lot 17716923 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an incraft iliac limb 10mm x 14cm aaa stent graft system was used for a procedure, but was stopped because they found difficulty navigating the device due to the anatomy of the patient and later found that a piece of the tip of the product was left in the patient. The target lesion was in the right iliac common. There was severe calcification. There was severe vessel tortuosity. There was severe vessel angulation. The device was not being used to treat chronic total occlusion (cto). The physician has used the device in 5 cases. The temperature exposure indicator on the pouch was not checked to confirm if the black dotted pattern with a grey background was clearly visible. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was not anything unusual noted about the device prior to use. There was not any damage noted to the device after opening the package. There was not any difficulty encountered flushing the guidewire lumen. The device did pass through acute bends. There was difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. Unusual force was used to advance the device at any time during the procedure. The device kinked or bent in the iliac bend before the aneurysm. The device did not pass through a previously placed stent. For the separated/dislodged component, they attempted to snare it the first time and the second time they did a conversion. The component was not successfully removed.